Event description:
The "pump was reading it was infusing drug, but large discrepancy in the amount of drug left at refill." The expected amount in the reservoir was 5ml and the actual was 15ml. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.